Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 551 mg/dl and 119 mg/dl. The first test was done while the patient was preparing a salad, the second test was done after the patient washed his hands. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.